Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was intact with its pusher assembly. The coil windings were offset. The outer diameter (od) of the embolization coil and distal detachment tip (ddt) was measured and found to be within specification. Conclusions: evaluation of the returned device revealed that the smart coil¿s embolization coil windings were offset. This type of damage likely occurred due to forceful advancement against resistance if the introducer sheath is not properly seated inside the hub of the microcatheter prior to advancement, resistance may experienced, and damage such as this may occur. Further evaluation revealed that the od of the embolization coil and ddt were measured and found to be within specification. However, due to the returned condition, the smart coil could not be functionally tested. The pusher assembly was kinked in multiple locations. These kinks were likely incidental and may have occurred while packaging the device for return. The offset coil winding likely contributed to the reported resistance during the procedure. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right anterior cerebral artery (aca) using penumbra smart coils (smart coils). During the procedure, the physician experienced resistance while advancing a smart coil distal detachment tip through the hub of the non-penumbra microcatheter; therefore, smart coil was retracted and removed with slight resistance. The procedure was completed using an additional smart coil. There was no report of an adverse effect to the patient.